Event description:
It was reported the pt's (australia) newly implanted lead is not providing coverage to the pt's temporal regional (off-label). F/u on this matter found that the lead has stopped functioning. Only a slight tingling can be felt in the pt's neck when stimulation amplitude settings are high. Add'l programming will be undertaken in an attempt to address this issue. There are no plans for invasive intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.